Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, (B)(4).

Event description:
It was reported the trial patient had infection. It was noted that the healthcare professional (hcp) thought that they had ¿nicked it with her catheter¿. The patient was ¿getting blood¿ when they wiped themselves. The hcp thought that this event had started before the trial phase of the external neurostimulator (ens) testing but the patient felt it was at the same time as the start of the trial. The trial has started last monday and the patient was going to get the permanent implant of the neurostimulator next monday. It was noted that the device had worked very well for them and they had not had the ¿feeling to urinate¿ in 25 years. Additional information was requested but was not available at the time of this report.